Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the display screen is blank. Customer's blood glucose was 121 mg/dl at the time of incident. Troubleshooting found that customer had multiple alarms in history including unexpected restart and loose drive support cap. Battery was changed and display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, several alarms were found in the alarm history file. The alarms were due to a corrupt history file. Also, found moisture damage on the keypad traces. In addition, the pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner.